Event description:
On 04.06.10 covidien was informed of a customer who had an issue with a heparin prefilled syringe. As reported to covidien by another manufacturer, the attorney alleges that from (B) (6) 2007 to (B) (6) 2008 the patient received heparin sodium therapy during dialysis. On (B) (6) 2007, the patient received heparin for a heplock flush through the port and the patient experienced difficulty breathing, chest pain, facial swelling, trouble swallowing, memory loss, in and out of consciousness, fatigue, nerve problems, vomiting, welts, hives and feeling weak. From (B) (6) 2008 to (B) (6) 2008, the patient received heparin for maintenance of a PICC line and treatment included epinephrine, antihistamines, oxygen and IV benadryl.

Manufacturer narrative:
(B) (4). An investigation is currently underway upon completion the results will be forwarded. This event has been previously reported to the FDA by and for another manufacturer's product. (B) (4).